Event description:
Ous MDR - after an implantation time of about 2 months, impedance values of greater than 1500 ohm were reported. The exact date of implant was not provided, only that it had been implanted in 2010. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the pacemaker analysis, first the connection system was examined mechanically. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could easily and reliably make contact with low-ohm values. The drill hole dimensions were all within the dimensions proscribed by (B)(4). The pacemaker then underwent an electrical incoming goods control. The pacemaker was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed a behavior according to specifications in regard to its device functions. Based on the complaint description, the impedance measurement functions of the pacemaker were tested. There were no anomalies that could be related to the clinical complaint. In summary, both the lead and the pacemaker underwent a detailed analysis. In particular the connection system and the impedance measurement functions of the pacemaker proved to be ok. The analysis did not find any deviations from the specification that could be connected to the clinical observation.